Event description:
It was reported the catheter on the pump side was damaged during a surgery for an external injury to the patient's abdominal area. The damage occurred due to a "slip of the hand". The damaged part was separated from the catheter using an accessory kit, then it was connected to the connector. There was no information provided pertaining to the details of the external injury. The patient recovered on (B)(6) 2015. There were no reported patient symptoms. The pump was used to deliver gabalon. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), product type: catheter. (B)(4).